Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported they took a second spin at standard and the artifact white streaks were reduced. However, they noticed the patient's tremors were causing him to move drastically during the spin. They sedated the patient and took another hd spin, eliminating the movement and it looked fine. The medtronic representative and the site concluded the issue causing the artifact was patient movement during the scan. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to(B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a deep brain stimulation (dbs) surgery, the 3d hd spin with a lead contained an artifact. The artifact was white streaks coming from the lead and was blocking the area of interest that the surgeon needed to see. The surgeon wanted to view the leads after being placed, 'real-time' placement. The surgeon used the pre-op CT and MRI for the lead placement. The large setting on the image acquisition system (ias) for the 3d hd spin was used (120kv, 187mas, 25ma). The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.